Event description:
On (B)(6) 2013, lifescan (lfs) (B)(4) received a letter from the lay user/patient alleging an ¿unknown issue¿ with his one touch verio iq meter. The patient stated that the subject meter ¿couldn¿t perform test¿ and could not provide any further detail. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2013. The patient did not recall when the alleged issue began. The patient manages his diabetes with insulin (novomix 50, self-adjuster). It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. It is not known if the patient developed any symptoms or received any treatment. No replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.